Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("excessive cramping") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (total hysterectomy, uterus and cervix). Essure was removed in 2009. At the time of the report, the abdominal pain lower, dysmenorrhoea, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, menorrhagia and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received. Event menorrhagia is added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('excessive cramping') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and hypersensitivity ("allergy ¿ hypersensitivity"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2009. At the time of the report, the abdominal pain lower, dysmenorrhoea, vaginal haemorrhage, menorrhagia and hypersensitivity outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, hypersensitivity, menorrhagia and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Event allergy ¿ hypersensitivity was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("excessive cramping") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (to remove essure). Essure was removed in 2009. At the time of the report, the abdominal pain lower, dysmenorrhoea and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea and vaginal haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.